Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025, patient¿s husband reported freestyle libre 3+ readings were not showing on the pump but confirmed they resumed during the call. Patient had started the pump the previous day and was experiencing blood glucose (bg) fluctuations from the low 60 mg/dl to 250 mg/dl. She treated a low with ~40g carbs, causing a rollercoaster effect. Agent educated on proper low treatment (15g carbs, wait 15 minutes, repeat if needed) and explained that the new pump is still learning, making consistent meal announcements important. No further questions. The current bg was 116 mg/dl. The patient's bg was out of range for 90+ minutes. No symptoms experienced during the event, and no medical intervention required.